Event description:
During a rotational atherectomy procedure, a pin hole leak in the burr shaft was noted upon removal. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "okay".